Event description:
A consumer reported that one day following intraocular lens (iol) implant surgery she experienced discomfort and elevated eye pressure, which was treated with laser surgery. She stated that several months later, she developed cystic macular edema that was treated with steroid medication. At approx one year after initial surgery, she again experienced elevated eye pressure, was declared as having glaucoma, and was treated with a "stint implant." She added that after healing from the last procedure, she is experiencing double vision and droopy eyelid. In a follow up, the surgeon reported the following: during the iol surgery, there was "complete zonular dehiscence (spontaneous)," which required placement of anterior chamber iol. At postoperative day one, pupillary block was noted which resolved after a laser iridectomy was performed. The iol implant surgery was performed in (B)(6) 2010. By one month postoperatively, the pt's visual acuity had stabilized at 20/25 but still needed low dose topical steroid and nonsteroidal medications for comfort; and her inop never showed a pressure higher than 18 mmhg. In (B)(6) 2011, she presented with blurred vision and soreness of the eye, had noted gradually diminishing acuity even while on medication and that the pt had tapered the medication with no observable change in symptoms associated with the taper. The pt stated there had been discomfort in the eye ever since the surgery. Upon examination, the acuity had dropped to 20/200, iop was 14mmhg, and moderate cme (cystoid macular edema) was observed. The surgeon also reported he had the pt seen by an independent doctor, and in his opinion, the iol did not cause/contribute to pt's issues.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested on 03/26/2012 and 04/09/2012 by phone, fax, and mail. A completed questionnaire was received on 04/11/2012. (B)(4).